Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test or confirm e70 alarm due to motor error alarm. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while changing the infusion set. Customer's blood glucose was 300 mg/dl at the time of incident. Customer indicated that the pump was exposed to a body scan. Troubleshooting was done for motor error and customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.